Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by continuous glucose monitoring (cgm) between (B)(6) 2017 and (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). User slightly raised basal rates at certain times of the day over the six weeks. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rates may need to be adjusted to compensate for daily activities. There was no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (42-68 mg/dl). Juice and glucose tablets were consumed to address the low bg. The customer thought that the low bg was due to the pump basal setting needing to be adjusted. However, the bg was currently at 61-68 mg/dl and the contact was not sure of the cause. Food and a temporary basal rate was set to address the current low bg. The customer declined tandem technical support's offer to troubleshoot.